Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. The customer's blood glucose was both 54mg/dl and 550mg/dl. A manual insulin injection was administered to address high bg level and consumed carbohydrates to address low bg. The customer reverted to manual injections for insulin therapy. Customer continued to use the pump for insulin therapy.